Event description:
Not feeling well [malaise]. Tampon stayed in upon removal - vagina [foreign body in reproductive tract]. Tampon stayed in upon removal - tampon [complication of device removal]. Case narrative: consumer reported via e-mail that a piece of tampon stayed in upon removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.